Event description:
The hcp reported a pump with a higher than expected residual volume. A roller study was being performed but no results were available at the time of the report. It is unknown if the volume discrepancy was within the manufacturer's specifications as no volumes were given. No patient symptoms were reported. Additional information has been requested, but was not available on the date of this report.